Event description:
The lot number and expiration date were missing from the strip vial label. No patient injury was reported. Technical support requested the return of the suspect product and replacement was shipped.